Event description:
The customer states that tubing is coming disconnected from the hub.

Manufacturer narrative:
A device history record could not be performed since the lot number was not provided. One used sample was received for evaluation and during the visual inspection it was observed that the silicon was detached from the mystic connector, and some food was inside the silicon tube. The failure mode reported about the detachment was confirmed. However, during the functional test the detachment was not duplicated. The device was working for 30 minutes with no issues. The detachment may occur if the tubing is stretched before use, or if the unit is incorrectly placed in the pump causing additional stress to the tubing and detachment. Since the failure mode was not duplicated during the evaluation, the complaint could not be confirmed as a manufacturing issue. No corrective actions are necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.